Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 51 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates and suspended insulin to address bg. Reportedly, the customer did not have an active cgm session on the pump and had manually entered bg readings into the bolus menu. The customer suspected that the low bg could have been due to giving himself too much insulin from a bolus. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.